Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment on a guide wire occurred. The physician had implanted a stent in the right coronary artery (rca). This 12mm x 2.50mm nc quantum apex balloon catheter was used to post-dilate. The balloon was inflated to 16atms for 30 seconds and then deflated. During withdrawal of the balloon catheter, the catheter froze to a non-bsc guide wire. The balloon catheter and the guide wire were removed together as a unit. Angio was performed and the condition of the stent looked good. The procedure was considered completed at this point. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the guide wire used in the procedure. There was a dried blood like substance present in the distal shaft of the device. Magnified and tactile inspection of the device revealed the shaft inside the balloon was buckled and the tip was damaged. The inner diameter (ID) of the tip and wire exit notch were measured and met specification. A new .014" guide wire was advanced all the way through the wire lumen with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment on a guide wire occurred. The physician had implanted a stent in the right coronary artery (rca). This 12mm x 2.50mm nc quantum apex balloon catheter was used to post-dilate. The balloon was inflated to 16atms for 30 seconds and then deflated. During withdrawal of the balloon catheter, the catheter froze to a non-bsc guide wire. The balloon catheter and the guide wire were removed together as a unit. Angio was performed and the condition of the stent looked good. The procedure was considered completed at this point. No patient complications were reported and the patient's status is fine.